Event description:
It was reported that on an unknown date, the tip of the driving cap broke off in the radiolucent insertion handle. Patient and procedure involvement are unknown. This report involves (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.